Manufacturer narrative:
Sample and photos received by our quality team for investigation. Through visual inspection, foreign matter was identified on nine samples, 1 yellow spot on the needle, 1 black spot on the needle, 3 black spots on the inside of the hub, 3 black spots on the shield, and foreign matter between the hub and shield. Additionally, dirt and holes on the packaging is observed, the product packaging appears damaged and is open in the sealing area. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause for foreign matter related to our manufacturing process at this time. Possible root cause for dirt on the packaging is associated with the packaging process. Based on the available information we are not able to identify a root cause for the damaged packaging at this time. Actions are being taken to reduce foreign matter in our product which includes: improve the cleaning system; install a duct protection to prevent residuals; review machines guarding and material containers damaged; new syringes pick & place model installation; operational recycling of line clearance procedure; introduction of a maintenance tool. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the bd needle precisionglide 21x1in package was damaged/defective/other. The following information was provided by the initial reporter translated from portuguese to english: reason: - 9 foreign bodies (being: 1 yellow spot on the stem, 1 black spot on the stem, 3 black spots on the inside of the cannon, 3 black spots on the protective cover, and wire/unidentified between the cannon and the protective cover). - 3 holes in the packaging: 1 hole in the plastic around the cannon, and 2 holes in the plastic at the end of the protective cover - 19 flaws in the cut/weld: the positioning of the cut on the packaging was too lateral, cutting too close to the edge of the side weld, so the packaging came with an opening on the side where the weld would be. - 4 deformities in the packaging: crushed, deformed packaging, consequently with a failure in the sealing weld. Has there been any harm to patients/health professionals? No is there any patient involvement, please confirm? No.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.